Event description:
Per information provided: on (B)(6) 2007 - patient was diagnosed with left indirect with direct attenuation and right direct inguinal hernia thereby underwent open repair with implant of kugel patch (device 1 and 2) in the left and (device 3 and 4) in the right. Per op notes, ¿a left transverse inguinal incision was made. An indirect hernia sac was identified and noted a loop of sigmoid colon adherent to it was taken down. And the hernia sac was ligated. A kugel patch (device 1 and 2) were placed in the preperitoneal space and secured with suture. A right inguinal incision was made and a direct right inguinal hernia was identified. A kugel patch (device 3 and 4) were placed and secured with suture.¿ on (B)(6) 2011 patient was diagnosed with bilateral recurrent inguinal hernias thereby underwent laparoscopic repair with implant of synthetic mesh x2. Per op notes, ¿a transverse incision was made. The left recurrent inguinal hernia mesh (device 1 and 2) was dissected from the anterior abdominal wall. A significant adhesion of small bowel to the mesh (device 1 and 2) was noted and this was left intact. A synthetic mesh was placed and secured to cooper¿s ligament. The old mesh (device 1 and 2) was then placed over this synthetic mesh and tacked to the anterior abdominal wall. A right recurrent indirect inguinal hernia was noted with significant adhesions and old mesh (device 3 and 4). A synthetic mesh was placed over the indirect defect and secured with tacks.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the kugel patch (device 4). An additional supplemental emdr was submitted to represent the kugel patch (device 1). Additional mdrs were submitted to represent the kugel patches (2,3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.